Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was damaged, and the side plates, bottom roll, and gear needed to be replaced. The comb, side plates, fasteners, bottom roll, gear, and comb were replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It has been reported that upon inspection for pm, the device was found in need of repair. During investigation the comb was found to be bent. There was no adverse event reported as a result of this malfunction.